Event description:
Subsequent to the initial medwatch report, the following information was reported:the stent struts were folded and not fractured. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The struts at the distal end of the stent implant were stretched and bent confirming the reported material deformation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.b5: description of event h6: medical device problem code 1069 - removed..

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when opening the packaging of the 2.25x28 mm xience xpedition stent delivery system (sds), the stent had a fracture on the struts. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.